Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high capture threshold and increased pacing impedance. Programming changes were successfully completed and the lead will continue to be monitored. The patient was stable and asymptomatic.